Event description:
It was reported that the subject coil¿s undamaged proximal end of the delivery wire was inserted into the power supply, the long beep sound was heard on all three attempts. The power supply was replaced with a new one with no improvement, attempted to retrieve the subject coil, it got stretched in the microcatheter. The subject coil was kept retrieving; however, it was kept stretching and could not be retrieved. Therefore, the subject coil was grabbed with the snare device, and the entire microcatheter was removed from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use and was used as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure. Resistance was encountered at the shaft. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. The middle part of the coil was stretched. The rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened). While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to 'main coil failed/unable to detach', 'coil in catheter friction' ,'main coil stretched' and 'patient medical or surgical intervention required'.

Event description:
It was reported that the subject coil¿s undamaged proximal end of the delivery wire was inserted into the power supply, the long beep sound was heard on all three attempts. The power supply was replaced with a new one with no improvement, attempted to retrieve the subject coil, it got stretched in the microcatheter. The subject coil was kept retrieving; however, it was kept stretching and could not be retrieved. Therefore, the subject coil was grabbed with the snare device, and the entire microcatheter was removed from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.